Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance and noise anomaly was confirmed in the laboratory. Analysis found multiple outer insulation abrasions on the lead at 10cm, 14 cm and 22 cm from the connector pin. The is-1 proximal, df-1 svc and df-1 rv cables were exposed in these areas. The damage found is consistent with friction to the ICD can.

Event description:
It was reported that the lead impedance had decreased and noise was noted. During rv lead extraction, an insulation break was observed.